Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 1 false positive sars result for 1 symptomatic patient. Patient symptoms not provided and days of onset unknown. Confirmation testing done with pcr resulting negative.